Event description:
It was reported that the right motor on the m41srb power wheel chair will not move engaged or disengaged. Joystick flashed but dealer was not sure how many times. End user was stranded in the hospital for about an hour as a result of this issue.